Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of the IFU, ¿introduction,¿ lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was in poor health condition prior to death.

Event description:
It was reported that the patient passed away due to multisystem organ failure (msof). The outcome was not considered device or therapy related. The devices were working as intended during their time of support.

Manufacturer narrative:
H6- 3261 - multiple organ dysfunction syndrome no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.